Manufacturer narrative:
Investigation: the particles/residues occurring on the surface of the implant are usually fibrous and have a length about 0.1mm-0.5mm. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a packaging problem. Rational: the residues on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. The device was delivered with the local loan service. We assume that the higher incidence of abrasion is caused by the high level of workload due to several delivery processes. The sterility of the implant is not affected because only the inner sterile package shows visible damage. CAPA (B)(4) was opened.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. During a tks (total knee arthroplasty) procedure the surgeon noticed there was residue on the surface of the implant. The surgeon did not use this implant for fear that the residue would cause a reaction to the body. There was no harm to the patient and no surgical delay reported.